Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms shaft fracture. The helical morphology of the fracture, which appears to follow the base of the thread, as the riverlines suggest torsional overload as the mechanism of failure. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that "we inserted the pins in the handle driver as normal. The green handles were placed in the desired position hard up against the anterior vertebral body of l5. The green pins were inserted down the retractor handles. A lateral x-ray was taken to see the placement of the pins. It was then noticed that one of the pins were broken off in the vertebral body. This pin was then removed by screw removal kit. The alif continued without any other complication". No further details are known at this time.